Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from (B)(6)2019 to (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Basal insulin settings ranged from 1.6 to 2.7 units/hour, and user set temporary rates at 175% of basal insulin from 15-30 minutes in duration, resulting in delivered basal rates reaching 4.725 units/hour. User made bolus requests by entering grams of carbohydrates without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed on (B)(6)2019 and on (B)(6)2019. It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels from 44-250 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.